Manufacturer narrative:
Device evaluated by MFR: the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 5mm distal to the distal edge of the proximal markerband and extending distally over the balloon material for 39mm. A visual and microscopic examination identified no issues with the balloon material that have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via venous retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the forearm. After a guide wire crossed the lesion, a 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Subsequently, dilatation was performed with another 6.0 x 40 75cm mustang¿ balloon catheter and after blood flow recovery was confirmed, the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via venous retrograde approach. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the forearm. After a guide wire crossed the lesion, a 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Subsequently, dilatation was performed with another 6.0 x 40 75cm mustang¿ balloon catheter and after blood flow recovery was confirmed, the procedure was completed. No patient complications nor injuries were reported.